Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, it was discovered that the battery contacts and the circuit board are contaminated by liquid (leaked battery) which has penetrated / corroded solder contacts (handling error) this affects the battery contacts on the circuit board. This causes the complained errors. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient the customer¿s device was requested for investigation.

Event description:
There was an allegation of segments in the results field of the display are very faded and difficult to read on a coaguchek xs meter, which could affect the interpretation of the customer¿s results. The customer has to move the meter back and forth to read display. No actual misinterpretation of a result occurred. The meter result on (B)(6) 2021 was 2.3 inr.